Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high and low blood glucose levels. Customer's blood glucose level dropped to 40 mg/dl and went over 400 mg/dl. The customer received a low sensor alarm. The customer also had issues with the transmitter. The device was not returned.